Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged ac power adapter issue could not be verified as the adapter was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the power adapter was hot to touch while charging. Replacement adapter was sent to the customer. Additionally, a malfunction alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 400mg/dl.